Event description:
The safety cover for the needle broke off so unable to cover needle for safety after use. This elevated risk of exposure to the staff. On the last connection of syringe onto the needle, the safety cover broke off. Use was to inject lido/ sub q tissue.